Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms #: (B)(4). 510k is unknown. No information has been provided to date. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. One new sample was received for evaluation in a plastic bag with its original closed packaging. Visual inspection was performed at a distance of 12 to 16 inches and normal conditions of illumination and it was observed one tear in the pouch. No root cause was identified since there is no evidence of a manufacturing error, since product is 100 percent visual inspection. As a preventive action a notification to the production personnel was conducted by the quality engineer to create awareness about failure mode.

Event description:
It was reported that before the device was used, it was discovered there was a tear in the envelope on the barcode. No patient injury was reported.